Event description:
The complaint was reported as follows: "the stent could not cross the target lesion. It was calcified proximal lad lesion and the stent dislodged from the sds." The event occurred in-patient, during the procedure. The following additional info was received: the dislodgement occurred while withdrawing in the vessel after not crossing the lesion. It ended up in the vessel proximal to the lesion and was successfully retrieved using a snare catheter. The product appeared normal and was properly prepped prior to use. No excessive force was applied to the device at any time. The pt was discharged from the hospital as the procedure did not complete.

Manufacturer narrative:
Medinol implemented a crimping change to the device as of lot pl000650. The lot mentioned in this complaint was released before the crimping change was effected. As far as we are aware, we have never received a dislodgement complaint for a lot produced after the crimping change. After 3 unsuccessful attempts to obtain the product, the distributor is classifying the complaint as npr (no product return). As such, it is not possible to arrive at a definitive cause for the event.